Event description:
Surgeon was drilling with the trephine with the guide rod in the guide plate. When the surgeon drilled through the bone and was proceeding to take out the trephine, the bone came with the trephine, guide plate and rod. The guide rod threads stayed in the guide plate since the guide rod was cut in half to try and push the bone out of the trephine.

Manufacturer narrative:
Investigation in process but not yet complete.